Event description:
It was reported that the right ventricular lead had low impedance, loss of capture, and high threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5568 implantable pacing lead, 2005-(B)(6). (B)(4)